Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone lx atherectomy device with a 7fr non-medtronic sheath and 0.014 x 300 non-medtronic 0.035 x 260 and 0.035 x 260 non-medtronic guidewire devices during treatment of a 250mm plaque lesion in the patient¿s mid right superficial femoral artery. Moderate vessel calcification and little vessel tortuosity are reported. Lesion exhibited 70% stenosis. Artery diameter reported as 5-6mm. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. The vessel was not pre-dilated. The vessel was post-dilated. It is reported the tip separates when you advance the thumbswitch forward. Physician removed the device due to noticing the thumb switch felt different. The cutter was outside the housing unit during removal. Device was safely removed from patient. No intervention required for removal. Once device was removed, physician was finished with atherectomy, so followed up with dcb. No vessel damage noted. No patient injury reported.

Manufacturer narrative:
Image review: the customer returned two images. Image 1 shows the tip and the distal end of the torque shaft of a hawkone device. Image 2 shows the tip of a hawkone device detached from the torque shaft. Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation. The device was returned coiled in its pouch inside 3 biohazard bags. Visual inspection confirms that the tip is detached from the device at the hinge pins. The hinge pins are still attached to the detached tip. Due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.